Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed, the finished product met all quality release criteria, and specifications were within allowable limits prior to release.

Event description:
Consumer reported via email that she had a regular absorbency tampon that did not have a string. She reported the tampon could not be used.